Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports intermittent hearing performance. No history of impact/trauma has been reported. The audio processor was evaluated and found to be functioning properly.